Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: original case: tkr surgery mako robotic assisted ps system left knee. Follow up: no signs of hardware complications. Alignment appears maintained. No other interval changes. Returned to hospital (B)(6) 2026 (as emergency). Clinical findings: peri implant fracture left knee. Patient's relative reported patient fell to the floor hitting the left knee directly causing the fracture. Dr. Prompted saying as maybe femoral pins (4.0mm x 140mm) for placing the femoral arrays may have weakened and caused stress fracture on the femur of the patient (thus asking for this investigation). Clinical findings: correlation was made with the previous CT scan. Status post left knee arthroplasty with interval development of moderately posteriorly displaced comminuted fracture involving the distal metaphysis of the left femur and surrounding the femoral arthroplasty component associated wit significant overlying soft tissue swelling and moderate joint effusion. Diffuse decrease bone mineralization. No aggressive osseous lesion. Diffuse muscle atrophic changes. Dr. Used 10mm retrograde nailing from stryker with plates for both medial and lateral sides of the distal femur. Removal and replacement of ts insert 3 x 11mm. Bone graft added.